Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 36.6 ml, rate is 49 ml/24 hrs, given 61.45 ml. Patient not affected.. No further information available.